Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed her infusion set multiple times and her blood glucose readings continue to be high. Customer stated that she is treating with needles. A low reservoir alarm was noted in the alarm history. Customer's blood glucose reading was reported to be 4.2 mmol/l. No further information reported.